Event description:
Reporter stated that the device's 3rd and 4th internal contacts are darkened and there is melted plastic on the device. No associated injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.